Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing, resulting in shrunken, hard tissue which was difficult to cut, from both a 4 hour and a 12 hour protocol started on (B)(6) 2011 using peloris tissue processor (B)(4). On (B)(6) 2011, leica microsystems was advised that a number of the tissue samples from the affected protocols were not diagnosable, and that re-biopsy has been performed on a pt(s).

Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2011. No instrument fault(s) was identified, and the results for all performance tests were satisfactory. The logs show that incorrect operator actions related to reagent management of bottles 3 and 4 were performed on (B)(6) 2011, in response to an error code displayed while attempting to start a protocol. However, these bottles were not used in the runs from which sub-optimal processing was identified. The logs also show that the reagent station for bottle 5 was subsequently reset in the software only using supervisor level access without removing the bottle from the instrument, and use of the default concentration of 100% was affirmed. The actual ethanol concentration remained at 76.5%. The ability to adjust the concentration value of a reagent is restricted to supervisor level access in peloris software version 1.40 and above, and the user manual states: "....always update the station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Bottle 5 was then used for the final dehydrant in the protocols from which the complainant identified sub-optimal processing, and in three other preceding protocols. The minimum required ethanol concentration for this step is 98%, and the consequences were reintroduction of water into the tissue which cannot be displaced by subsequent processing steps and contamination of reagents, ultimately resulting in the sub-optimal tissue processing reported.